Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. The rv lead was attempted to be repositioned, but the stylet got stuck in lead and the helix did not fully extended. The rv lead was explanted and new lead was placed. No additional adverse patient effects were reported.